Manufacturer narrative:
H6. Codes: updated. Device evaluation: the complaint for ¿disposable alarm while calibrating¿ could not be confirmed. The reported device was not returned for evaluation and there was no evidence provided for problem confirmation. Based on a review of service history and information provided by the customer, we are unable to determine a probable cause. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device displayed a disposable alarm while calibrating. There was no patient involvement.